Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be possible to analyze it. As the lot number communicated was not correct and up to date, no other information on the lot number could be collected, the device history record could not been reviewed. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number communicated not correct.

Event description:
It has been reported that the liquid would not disperse into the other container.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. As the product was not returned, biomet france was not able to analyze the product. No non-conformity has been detected which could be linked to the issue. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the liquid would not disperse into the other container.